Manufacturer narrative:
Five opened and used reservoirs were evaluated and 2 of the 5 failed per inspection due to an occluded transfer guard needle. The 3 remaining transfer guard needles passed per inspection.

Event description:
The customer reported via telephone call that he had difficulty filling the reservoir and that the reservoir was sucking the insulin back in. The customer did not recall the blood glucose reading. The reservoir will be replaced and returned for analysis.

Manufacturer narrative:
The "date of this report" in the initial report was incorrect. The correct date has been provided in this report.